Event description:
A malfunction with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the device. The customer confirmed the issue was resolved and may continue to use the pump, with instructions to call back if the malfunction recurs.